Manufacturer narrative:
The events of infection and seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. These events are being reported because medical intervention was required. Although device-relatedness has not been established.

Manufacturer narrative:
The event of device migration is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implant of seri (tm) on (B)(6) 2014 with a concomitant breast implant as part of a revision to mastectomy reconstruction. The breast implant ruptured, and was removed and replaced on (B)(6) 2014. The patient developed a seroma which was noted in an ultrasound on (B)(6) 2014. This was aspirated to remove a "milky white" exudate on (B)(6) 2014. The healthcare professional believed the event was the result of a possible infection. The seri (tm) and breast implant were removed on (B)(6) 2014. The device was discarded and is unavailable for return. The patient reported the ruptured breast implant was also malpositioned.

Event description:
Healthcare professional reported implant of seri on (B)(6) 2014 with a concomitant breast implant as part of a revision to mastectomy reconstruction. The breast implant ruptured, and was removed and replaced on (B)(6) 2014. The patient developed a seroma which was noted in an ultrasound on (B)(6) 2014. This was aspirated to remove a "milky white" exudate on (B)(6) 2014. The healthcare professional believed the event was the result of a possible infection. The seri and breast implant were removed on (B)(6) 2014. The device was discarded and is unavailable for return.